Event description:
It was reported the patient underwent an unknown procedure with closure on an unknown date. Subsequently, the patient underwent a revision due to an unknown sternal complication and the inferior half of the sternum was revised. No further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.